Manufacturer narrative:
Event conclusion the ICD was returned to cpi and analysis confirmed that the ICD exhibited premature battery depletion; however, the cause of the premature depletion could not be determined because the current drain was normal during reliability testing.

Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) began beeping. Monitoring voltage and battery status indicated the ICD has reached end-of-life prematurely. The ICD was replaced.